Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulation with group a stopped working about two weeks prior to the report. Impedances were checked and electrodes 3 and 4 that were not in use with group a were out of range. It was then recommended that the hcp increase the amplitude on group a; the patient was getting perception at 3v and 3.5v was too strong. In conclusion, the patient was able to get perception and the hcp stated that they will make an appointment for the patient to meet with a manufacturer representative (rep). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.